Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a gastric bypass procedure, the trocar had deformation on the cannula, which made it very difficult to insert into the patient. Also, when the endo-cutter with buttressing was introduced, it ripped the buttressing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t94c6w. Investigation summary: the analysis results found that the b12lt device was returned with the tip of the sleeve melted. During the functional testing, the obturator advanced through the test media and the obturator performed as intended without any anomalies noted. The event described could not be confirmed as the obturator performed as intended without any anomalies noted. It could not be determined what may have caused the event reported, but one possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.